Event description:
A home patient's spouse contacted baxter's technical service center for assistance during the prime cycle prior to the home patient's automated peritoneal dialysis therapy regarding an alarm situation. While troubleshooting the alarm situation, the home patient's spouse identified that the home patient's transfer set was connected to the patient line of the homechoice set during prime. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.